Event description:
It was reported that the customer heard a continuous low pitch sound, alarming from the insulin pump. The customer removed the battery and reinstalled it to see if the noise would stop, but it kept alarming. She had to change the date and time, after changing the battery because they were incorrect. Her blood glucose level was 138 mg/dl. After she changed the insulin pump's battery, the buttons were not working. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump was set to proper time and date. Insulin pump was monitored for 3 days, all operating currents are within specification. Insulin pump passed displacement test and self-test. No high pitch alarm noted or time change noted during testing. All buttons functioning properly, however insulin pump had moisture damage on keypad traces noted during visual inspection. Insulin pump was received with minor scratches on lcd window, cracked reservoir tube, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.